Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Manufacturer narrative:
Consumer reported experiencing burning with use of the product. Consumer visited doctor who instructed no lens wear and prescribed allergy medication. Prior to insertion, consumer rinses her gas permeable lenses with tap water and then a saline solution. Doctors office reported patient presented with allergy symptoms, inflammation and was diagnosed with toxic keratitis. Doctor prescribed lotemax to use in both eyes and instructed no lens wear for one week. The doctor attributed the reaction to the product. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptom and sign reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Doctor reported patient did not return for follow-up visit. Consumer reported eyes have recovered.

Event description:
Consumer reported experiencing burning with use of the product. Prior to insertion, consumer rinses her lenses with tap water and then a saline solution. Doctors office reported patient presented with allergy symptoms and inflammation. Patient was diagnosed with toxic keratitis. Doctor prescribed lotemax to use in both eyes and instructed no lens wear for one week. The doctor attributed the reaction to the product. Patient wears hard contact lenses and soaks the lenses during the day and then wear them overnight. Patient did not return for follow-up visit. The doctor indicated the treatment was a precautionary measure and was not necessary to prevent a serious injury. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.